Event description:
It was reported the pt was not receiving adequate coverage. Reprogramming was unsuccessful. X-rays revealed lead migration. On (B)(6) 2013, the pt's lead was repositioned. Repositioning the lead resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.